Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix extended. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements during routine follow-up. It was noted that sensing and pacing thresholds remained acceptable. Suspecting subclavian crush, the physician elected to perform a revision procedure at which time insulation damage was visually confirmed. The lead was removed and a new rv lead implanted without issue. No adverse patient effects were reported.